Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, decreased sensing and increased pacing threshold. The lead was found to be dislodged and was successfully repositioned. The patient was in stable condition.